Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the implant will not release from the inserter. Multiple attempts have been made for additional information, however no response has been received. It is unknown if this issue caused or contributed to an adverse event.

Manufacturer narrative:
The returned device was examined. The inserter was functionally checked using mating devices. It was found to function as anticipated; the complaint could not be replicated. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage, including alignment of the insert with the implant.